Event description:
The jaws were found misaligned during use. Therefore, a new unit was used instead. The applier was purchased by the hospital within 5 months, and had been used less than 10 times.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The jaws were found misaligned during use. Therefore, a new unit was used instead. The applier was purchased by the hospital within 5 months, and had been used less than 10 times.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) lot in july of 2021. Evaluation of the returned instrument shows that the jaws are slightly loose in the tube assembly and one of the jaws is damaged and bent to the right making the tips of the jaws misaligned in the closed position. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that one of the inner drive rod (n00185) bosses is slightly damaged where it engages the jaw. We suspect that the damaged drive rod boss caused the jaws to become slightly loose in the tube assembly. We are unable to determine what caused the drive rod boss to become slightly damaged and for one of the jaws to become damaged and bent to the right making the tips of the jaws misaligned in the closed position but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.